Event description:
Surgical intervention (debridement, jet lavage, inserting refobacin-palacos-chain) due to infection. This issue was described in documents that we have received to case (B)(6)(revision surgery due to stem neck fracture on (B)(6) 2017 same patient, your ref.: 9613369-2017-00006). Further involved device: biolox option ceramic ball head, size 32xl, ref. (B)(4), lot 787629 (third party manufacturer (B)(4)).